Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was above 500 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy.